Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode that was requested for review. Technical services (ts) analyzed device episode data and noted that the episode appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). An inappropriate shock induced a ventricular arrhythmia. The subsequent shock converted both the atrial and ventricular arrhythmias. However, the atrial arrhythmia returned approximately ten seconds later, and four more shocks and one anti-tachycardia pacing (atp) were delivered. No additional adverse patient effects were reported. Currently, this ICD remains in service.